Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was further reported that patient underwent an additional hernia repair procedure on (B)(6) 2013. No details are provided regarding the surgical procedures. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4). It was reported that following procedure the patient experienced pain and discomfort.

Manufacturer narrative:
Date sent to FDA: 11/19/2019. Corrected information: manufacturing site name. Additional narrative: it was reported that the patient underwent a mesh removal on (B)(6) 2013 due to recurrent incisional hernia.